Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, ra lead dislodgement was observed. After multiple repositioning attempts, the ra lead fell straight each time the stylet was pulled. The lead was replaced. The patient tolerated the procedure well.